Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, in order to obtain additional information. The patient informed the cca that the alleged product issue occurred on an unspecified afternoon during (B)(6) 2016. The patient obtained a blood glucose result of ¿215mg/dl¿ with the subject meter and ¿121mg/dl¿ on another device within 30 minutes of one another. The patient manages their diabetes by taking 25 units of lantus insulin per day as well as humalog insulin on a sliding scale. The patient stated that they had been consuming an increased amount of food and/or drink from (B)(6) 2016 until present. An unspecified period of time after the alleged product issue occurred the patient developed symptoms of ¿convulsions¿ and also ¿passed out.¿ the mss is not aware of any immediate treatment which was received as a result of this, but the patient stated that they visited their doctor¿s office where they had their hemoglobin a1c measured. The result of this test was ¿6.5¿ and the patient did not mention requiring any further treatment. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the patient¿s test strips were either open longer than the discard date, expired or had been improperly stored. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips used in this complaint had been improperly stored, expired or open longer than their discard date, and therefore the malfunction is being ruled out, this complaint is being reported because the patient suffered symptoms which are suggestive of serious injury after the alleged meter issue began.